Manufacturer narrative:
During a coil embolization of the major aorto-pulmonary collaterals (mapca) the 6x15 trufill dcs orbit complex fill did not detach. The coil detachment was attempted two times, but the coil did not detach. Although the syringe was pressurized to red zone and alternative detachment was attempted, the coil still did not detach. It was stated that the syringe gauge did not return. With attempted clarification, it was reported that there were no anomalies noted with the syringe/no report of failure to maintain pressure. The coil was slowly pulled back and removed from the patient. The procedure was continued using the same size coil and completed successfully. It is not known if the same syringe was used for the next coil. There was no patient injury. All the products were stored, handled, and prepped per labeling instructions. Prior to connecting and during prep, the syringe or coil delivery system was not damaged. The dcs syringe was utilized to prep the device, and no damages were noted during prep. During prep, the blue zone was not exceeded on the syringe. During prep, a dedicated saline source was utilized to fill and prep the syringe. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at any section of the syringe (connector, extension tubing, barrel, gauge, etc) or delivery system. The connector was checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. Before attempting to deploy this coil, the syringe did not previously exceed the green zone/ position #3. The coil 637cf0615 (complaint product) was advanced to the target lesion through the transit 2 microcatheter. After disconnecting, no damages were noted on the syringe. Other than the reported event, no other damages were noted on the syringe, coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc), and the coil was still attached to the delivery system. No further information was available. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and kinks were found at 52 and 109.5cm from hub. The support coil was found without damage. The introducer was unzipped and had no damage. The gripper was found with no damage with residues of dry blood between it and the embolic coil. The embolic coil was found kinked and stretched. The visual findings of the gripper and coil were verified with microscopic analysis. The cause of the damages found over the unit could not be conclusively determined, however, neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Procedural and or handling factors, possibly post procedural use, appear to have contributed to the damages found over the unit. With functional testing using a lab sample syringe (B)(4) the device was purged at the blue zone and the coil detached when the syringe was pressurized at the green zone without any anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot final assembly lot 15129001 and coil subassembly lots 15127604, 15124655 and 15120629 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure of the trufill dcs orbit was not confirmed with functional testing of the returned orbit system. The concomitant syringe was not returned for analysis. With review of the available information, the analysis of the orbit system and without the return of the concomitant device, no conclusion can be made regarding root cause of the event. However, there is no indication of any manufacturing issues related to the orbit system; therefore, no corrective actions will be taken at this time.

Event description:
The patient was (B)(6) female. The procedure was coil embolization of the (mapca) major aorto-pulmonary collaterals. The coil 637cf0615 (complaint product) was advanced to the target lesion through the transit 2 microcatheter. The coil detachment was attempted for two times, but the coil did not detach. Although the syringe was pressurized to red zone and alternative detachment was attempted, the coil still did not detach. The syringe gauge did not return/maintained pressure the coil was slowly pulled back and removed from the patient. The procedure was continued using the same size coil and completed successfully. There was no patient injury. All the products were store, handle, and prep per labeling instructions. Prior to connecting and during prep, the syringe or coil delivery system was not damaged. The dcs syringe was utilized to prep the device, and no damages were noted during prep. During prep, the blue zone was not exceeded on the syringe. During prep, a dedicated saline source was utilized to fill and prep the syringe.

Manufacturer narrative:
The product was connected properly to the hub of the coil delivery system, and no leakage was noted at any section of the syringe (connector, extension tubing, barrel, gauge, etc) or delivery system. The connector was checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. Before attempting to deploy this coil, the syringe did not previously exceed the green zone/ position #3. After disconnecting, no damages were noted on the syringe. Other than the reported event, no other damages were noted on the syringe, coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc), and the coil was still attached to the delivery system. No further information was available. Additional information will be submitted within 30 days of receipt.